Manufacturer narrative:
Unable to perform displacement test due to blank display due to electrical board connector not plugged in properly. Insulin pump received with pillowing keypad overlay. Device received without battery cap noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Trouble shooting was performed for blank display. Customer was advised to remove battery, wait for the insert battery alarm before inserting new aa battery, to ensure that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. Customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.